Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The 100% stenosed lesion was located in a mildly tortuous and mildly calcified proximal left anterior descending artery (lad). A taxus express2 2.5x20mm drug eluting stent was placed. No complications were reported. About one year later, the patient had been instructed by the physician, to discontinue plavix but to continue aspirin. But two weeks later, the patient presented with severe chest pain and experienced an acute mi. The patient was brought to the ccl where the lad was found to be totally occluded. The physician was unable to get a wire or balloon down the vessel, so the patient was sent for bypass surgery. The patient underwent bypass x 3 and is reported to be recovering. No further complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.